Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips that the device is not charging. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that the power pca, processor board pca and therapy ii pca kit required replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device remains at the customer site and no further evaluation is warranted at this time. One therapy pca was returned for failure analysis. The reported allegation "not charging" was not verified or duplicated during lab tests. The therapy pca passed all tests during operational check and performed as expected. There is no fault found with this therapy board.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device is not charging. There was no patient involvement.